Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history review. Visual and functional testing were performed. Visual inspection showed that the device was in excellent condition. During the power up process and check and test force sensor testing, the problem was duplicated. The root cause of the reported issue was found to be force sensor cable was detached. Replaced force sensor and performed force sensor calibration and all functional testing which passed.

Event description:
It was reported that there was a force sensor test. No patient injury was reported.